Event description:
It was reported, that "the cuff is not holding air after three weeks." There was no reported pt injury and/or change in therapy. The involved device has not been returned for eval as of the date of this report.